Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; a comparative study of the efficacy by using different stent-grafts in bell-bottom technique for the treatment of abdominal aortic aneurysm concomitant with iliac artery aneurysm. Lixin wang, shuangchao liang, xin xu, bin chen, junhao jiang, zhenyu shi, xiao tang, xiushi zhou, min zhou, daqiao guo, weiguo fu. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent grafts were implanted in patients for the endovascular treatment of abdominal aortic aneurysms (average diameter of 62 mm) from (B)(6) 2011 to (B)(6) 2016. The following adverse events were observed: intervention, dissection.